Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01924 pertains to the other device. It was reported to boston scientific corporation that following implantation of an uphold vaginal support system during a procedure on (B)(6) 2010, the patient experienced injuries (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.